Manufacturer narrative:
The investigation of low pump flow has been completed. Upon visual inspection, no biomaterial was present on returned pump. No cannula kinks or impeller damage was observed. Pump was run at p-9 for approximately 7 minutes and low flow did not reproduce. Data logs were reviewed and lt logs show that when pump was running at p-6, flows were lower than expected range. Multiple suction alarms occurring throughout support. Rt log at beginning of case show variable motor current and pump flow with low pulsatility. Rt log at time of pump running at p-6 shows suction alarms and a small step up in motor current with a speed deviation and step up in pump flow. Clinical details noted that pump was having suboptimal flows throughout support. The root cause of the low pump flow was most likely due to biomaterial.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Upon visual inspection, no abnormalities were noted. Optical parameters of returned pump were checked, and no hard failures of the optical sensor were observed. Pump passed laser light continuity testing. No biomaterial was present on returned pump. Pump was connected to console and no placement signal not reliable (psnr) alarm was reproduced. Data logs were reviewed and lt log from field shows three instances of ¿impella in aorta¿ and ¿impella in ventricle¿ occurring at the same time. The first two instances of positioning alarms, ¿impella position unknown¿ alarms also occurred. No hard failures of the optical parameters were observed during case run. At times of ¿impella in aorta¿ and ¿impella in ventricle¿ alarms, optical parameters were affected and became more variable. Rt log at time of first instance of ¿impella in aorta¿ and ¿impella in ventricle¿ alarms, all optical parameters were affected. Additionally, motor current was variable at time of alarms. Rt log at second instance of ¿impella in aorta¿ and ¿impella in ventricle¿ alarms shows a small step up in motor current and pump flow. Additionally, a small motor current spike is observed seven minutes after step up in motor current with a small spike in pup flow and small speed deviation. Both instances had placement signal become more pulsatile after motor current was affected. Clinical details noted that pump was on p-auto and multiple alarms were occurring simultaneously. The root cause of the optical signal issue was most likely due to biomaterial. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-25550. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was brought to the catheterization lab for biventricular implantable cardioverter defibrillator placement and went into ventricular tachycardia storm and was shocked 60 times. The decision was made to place an impella cp device, which was successfully completed. However, following, the implant, low flows were encountered. Flows were initiated on auto at 3.6 liters per minute. The physician made the decision to keep the peel away in place even after discussing the risks associated with doing so. The patient was transported to the unit with a plan to transfer to a higher level of care. After arriving to the unit, the impella started giving different alarms. It was noted the patient was not moving. The pump would read impella in ventricle, then impella in aorta, then back in ventricle. Thereafter, the aorta signal completely went out for approximately ten seconds and the left ventricle systolic waveform read 3000. Then the waveform would come back and match up with the arterial line. Following there were suboptimal flows as well. The staff was uncertain if there was a clot ingested, if the optical sensor was inaccurate or if the patient's heart was "really bad shape." The pump was eventually explanted after a total of six hours on support. The patient was reported to be in critical condition following the event. The patient was transferred to an outside hospital for the higher level of care.